Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155002.

Event description:
Voluntary medwatch received states that patient's lead exhibited under sensing. It was also noted that defibrillation therapy was delayed due to under sensing. No intervention was done. The patient status was unknown.